Manufacturer narrative:
The insulin pump was received with a no button response due to a corroded keypad. Failure analysis was unable to verify the battery out limit or perform the occlusion test due to a button and keypad anomaly. The insulin pump was received with a cracked case at display window corner, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer called in to report a keypad anomaly and a battery out limit alarm. The customer's blood glucose level was 226 mg/dl. The customer declined to troubleshoot for the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.